Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection performed on the returned reader and no issues were observed. Reader did not power on after pressing start button. Reader powered on with strip insertion and all white screen was observed. The meter was sent for further investigation and de-cased. Upon visual inspection, liquid ingress was observed on the pcb (printed circuit board). The complaint is not confirmed due to a use issue.

Event description:
Customer reported that her adc freestyle libre would not power on with button press or test strip insertion. Customer further reported experiencing symptoms of fatigue, shortness of breath, and hypoglycemia. The customer presented to an hcp where she was diagnosed with hyperglycemia and treated with intravenous insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre would not power on with button press or test strip insertion. Customer further reported experiencing symptoms of fatigue, shortness of breath, and hypoglycemia. The customer presented to an hcp where she was diagnosed with hyperglycemia and treated with intravenous insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.